Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to user error. There was no reported impact to the customer's blood glucose level. Reportedly, the customer corrected the time and continued to use the pump for insulin therapy.